Event description:
An l-cath PICC was being pulled out in the homecare setting and it broke off. The patient was admitted with 9 cms in his left arm. The patient relayed the story that the nurse met resistance in removing the catheter and that she put tension on the catheter and taped it. She then proceeded to remove it without any problems. However, part of the catheter remained in the patient.